Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the oral anvil was tilted and separated from the tubing, making it appear that the suture was broken. The oral anvil cutting ring showed no traces of knife impression and the ring was received intact. An intact suture was properly tied at the base of the oral anvil to the connecting piece. The proximal catheter tubing was stressed with impressions from the anvil fitting barbs. Functionally, the device was subjected to a measured oral anvil retention test with acceptable results. It was reported that that the oral anvil disengaged and the suture broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issues can occur if the instrument is subjected to excessive tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, when preparing for end-to-end anastomosis, the oral anvil was placed trans orally to where the surgeon could see the tubing at the bottom of the esophagus. The surgeon then created a small opening in order to pull the tubing and eventually get the oral anvil in a position where it could connect the oral anvil to the circular stapler. When the surgeon was pulling the tubing, the tubing disengaged from the shaft of the oral anvil, and the sutures broke. To resolve the issue, it ended up using the suture reel to pull back on the oral anvil and it came out and a new oral anvil was used. There was no patient injury.